Event description:
It was reported that the non-preloaded monofocal intraocular lens (iol) was fully inserted into the sulcus, and then had to be removed due to kinked haptic. The issue was noticed after insertion of the lens. There were no patient issues and there was no visual impact or symptoms.the issue did not significantly interfere with daily activities. No medical or surgical intervention was required or planned. The patient is fine. No further information was provided.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed during the same procedure. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: through follow-up, it was learned that the intraocular lens (iol) was fully inserted into the right eye and then removed and replaced in the same procedure. Another johnson and johnson iol was implanted as replacement (same model and diopter). The issue was not due to use error. There was no patient injury. No further information was provided. Correction: based on the additional information received, section h6: 4627 - device explantation, which was reported on the initial MDR, is no longer applicable. Section h6: health effect - impact code 4631 - more complex surgery has been added. This supplemental report is to capture this corrected information. The following field has been updated accordingly: section h6: health effect - impact code 4631 - more complex surgery section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same procedure. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.